Event description:
It was reported that the c-arm over rotates and does not stop at 45 degrees. No injury reported. A field engineer was dispatched to the site and determined that the detents setting needed to be enabled. Once this was completed the system was working as intended.